Event description:
It was reported that during the preparation for the procedure, the rigid video scope had pink image. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: worm-like-image occurs, the image is green/purple, charged coupled device is broken and fiber bonding in the outer tube area (distal end) is damaged. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to charged coupled device is broken and fiber bonding in the outer tube area (distal end) is damaged therefore image is green/purple. Three attempts were performed to obtain additional information, but no response was received from the customer. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.